Event description:
The procedure with the cool-tip was performed under epidermal anesthesia in 2001. Treatment duration was to twelve minutes. The patient vomited at five minutes and blood was contained. Then ablation was stopped and the physician asked to the patient if the patient wanted to give up the treatment but patient wished to coutinue. Treatment was then restarted and another tumor was treated as well. Immediately after the procedure, endoscopy was performed. No bleeding point was found in the gastrointestinal area but a crack was found in the throat. The next day the patient was well but in the evening, back pain and hematuria were demonstrated and controlled by medication. The next morning the patient was found dead in the bed by the nurse. A CT was performed on the dead patient and cavitation was found at the center of the treated lesion. Radionics is still asking for more information regarding equipment and serial numbers and evaluation on the equipment used. As of now the company has not heard a response back from the doctor. The company is still investigating this occurrence.